Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported event involved an automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. As all of the events occurred outside of the united states, information regarding a field representative visit was not provided. Further investigation by the manufacturer did not identify a specific root cause for the events. For all of the events, issues with sample quality were suspected to have caused the events. No systemic issue with the device was identified during the investigation of this event.

Event description:
This report summarizes <noe>3</noe> malfunction events where erroneous results were generated by the c701 analyzer. There was one erroneous result for creatinine, one erroneous result for albumin gen.2, one erroneous result for c-reactive protein gen.3, two erroneous result for creatinine plus ver.2, and two erroneous results for urea/bun. There was one female patient. The other patients' genders were requested, but were not provided. The patients' ages and weights were requested, but were not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.